Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device had a red x and beeped. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. It was determined that the processor pca and therapy pca needed replacement. One therapy pca was returned for failure analysis. The reported allegation was verified / duplicated during lab tests. The therapy pca had an open circuit at transformer t5. Upon conclusion of the evaluation, it was determined that the therapy pca and processor pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a red x and beeped. There was no patient involvement.